Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The lot number is not currently available.

Event description:
It was reported that during an arthroscopic cuff repair: (B)(6) hospital (B)(6) 2018. The operating suction did not work on device. Surgeon said it was only working in the beginning and then stopped working halfway through the case. Used suction from burr to suck fluid intermittently. Heaps of bubbles on the screen during use. Apparently not the first time this has occurred and the surgeon is very frustrated about it. Action taken to manage the problem during the procedure: suction from another device. The 10 minute delay to procedure. No adverse event to patient. Attempted to suck fluid through the device at the end of the case and it definitely didn't work. Johnson and johnson representative was present for the case.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded and not available for evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).